Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet and does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer that a new replacement pump would be sent to them. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly; the motor assembly and the battery tube were found corroded per our visual inspection. The insulin pump had minor scratched lcd window and case.